Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship between the returned device and the reported incident. Visual inspection of the returned controller found that there were no visual or physical discrepancies with the device. The returned device was tested using a known good compatible wand which was found that the unit would not power on. The unit was opened and it was discovered that nothing was loose or damaged. The sd card information was downloaded and the information shows the following error/s: no error codes were recorded for this event during the period reported. The complaint was verified and the root cause was determined to be due to electrical component failure. Factors which can lead to electrical short include: there might have been a power surge to the unit which shorted out one of the component in the unit. There might have been some fluid in the unit and when the unit was power on it shorted out an electrical component. There were no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device was plugged in, then they heard a pop and then the device would not turn on. The results of the investigation showed that the device had a short circuit.